Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the midpoint of the blade. One of the blade edges was indented and appears to have a detached fragment. The detached fragment was not returned with the instrument. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to attempting to cut incompatible material (i.e., hard objects such as bone or cartilage).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had an issue. The procedure was completed with no reported injury.